Manufacturer narrative:
Complaint conclusion: the balloon of a saber pta catheter ruptured at 10 atm (ten atmospheres). Another balloon was used to complete the procedure. There was no reported patient injury. The patient was a (B)(6) male. The target lesion was the right radial vein. The lesion was heavily calcified and not tortuous. The rate of stenosis was 90%. For the procedure, a 4x40mm saber pta catheter was opened. There was no difficulty removing the product from the hoop or removing the balloon cover/stylet. There were no kinks or damages noted to the device prior to use. The device was prepped normally with no anomalies noted during prep. The contrast media, contrast ratio, and brand indeflator were unknown. The approach site was the right radial vein. A 4f sheath introducer was inserted and a non-cordis guidewire (018inch) was crossed the lesion. Then, the saber pta was inserted into the patient. It is unknown if there was resistance/friction as the device was inserted into the patient; or if there was difficulty experienced as the device was advanced to and across the lesion. After it was delivered to the lesion, it was inflated. However, it ruptured at 10 atm. It is unknown how many times the balloon was inflated when it ruptured. It was unknown if the catheter was ever in an acute bend or kink during use. It is unknown if the balloon initially inflated normally before rupture. It is unknown if the balloon catheter was removed easily from the patient; however, it was removed intact (in one piece). The balloon was changed to another balloon (5x40mm slalom thrill). The procedure was finished successfully. There was no reported patient injury. The product was not returned for analysis. A device history record (DHR) review of lot 17214915 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of heavy calcification and a rate of stenosis of 90% may have contributed to the reported event. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
Then, the saber pta was inserted into the patient. It is unknown if there was resistance/friction as the device was inserted into the patient; or if there was difficulty experienced as the device was advanced to and across the lesion. After it was delivered to the lesion, it was inflated. However, it ruptured at 10atm. It is unknown how many times the balloon was inflated when it ruptured. It was unknown if the catheter was ever in an acute bend or kink during use. It is unknown if the balloon initially inflated normally before rupture. It is unknown if the balloon catheter was removed easily from the patient; however, it was removed intact (in one piece). The balloon was changed to another balloon (5x40mm slalom thrill). The procedure was finished successfully. There was no reported patient injury. The product was clinically used. And it will not be returned for analysis. Concomitant devices: cordis 4fr brite tip sheath introducer and boston scientific .018 inch kyosha guidewire. (B)(6). The product will not be returned for analysis. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a saber pta ruptured at 10 atmospheres (atm). Another balloon was used to complete the procedure. There was no reported patient injury. The patient was a (B)(6) male. The target lesion was the right radial vein. The lesion was heavily calcified and not tortuous. The rate of stenosis was 90%. For the procedure, a 4x40mm saber pta catheter was opened. There was no difficulty removing the product from the hoop or removing the balloon cover/stylet. There were no kinks or damages noted to the device prior to use. The device was prepped normally with no anomalies noted during prep. The contrast media, contrast ratio, and brand indeflator were unknown. The approach site was the right radial vein. A 4f brite tip sheath introducer was inserted and a non-cordis guidewire (018inch) was crossed the lesion.